Event description:
User said she noticed there was a drip on probe b and then she received an erroneous calcium result for one patient sample. The initial result was 13.4 mg per dl. She repeated the sample and got a result of 8.8 mg per dl. She then reran the same sample again and got a result of 8.7 mg per dl. Erroneous result was not reported.

Manufacturer narrative:
The field service representative determined there was a problem with dosage syringe b and replaced it. He ran calibration and qc to verify performance of the analyzer with all results okay.